Event description:
The customer reported that the central nurse's station (cns) app unexpectedly quit to the windows os. There was no patient injury reported.

Manufacturer narrative:
Per the customer, there was no impact to patient monitoring as there are other cnss connected to this department. The app did not work for about 5 minutes before the staff rebooted the unit. Once rebooted, the unit worked as expected with no other issues. Technical support (ts) requested the log files from the cns from the customer.